Event description:
It was reported that during the opening of CORAIL CEM STEM STD S14 in the operating room it was noted by the circulating nurse a white residue on the inner plastic lid beneath the white peel back seal. This implant was deemed unusable due to the possibility of the sterile barrier being affected. A new implant was opened and used for the surgery. No significant delay occurred due to this happening.

Manufacturer narrative:
PRODUCT COMPLAINT#: (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.